Event description:
A customer contacted beckman coulter inc., (bec), and reported the probe was dripping on the ac-t diff analyzer. The operator was wearing gloves. There was no exposure to mucous membranes or open lesions. There is an exposure control/risk management plan in place at the lab. The material safety data sheet (msds) was not reviewed by the customer. Patient samples were not affected. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced waste pump tubing and verified rinse block drain and isolated failure to customer replaceable diluent filters that were partially plugged. The fse ordered customer spare filters, and customer to install upon receipt. Root cause for the leak was the customer replaceable diluent filters that were partially plugged. (B)(4).